Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 489 mg/dl. The customer had to change the infusion set due to crimped tubing. Customer declined troubleshooting for bent infusion set cannula. The customer also reported getting rise alert and low alert that triggered the insulin pump to go on threshold suspend. The customer was also getting an alert of sensor glucose value not available. During troubleshooting it was found that the sensor cannula was bent. Customer completed the self-test and passed. Customer had also a blood glucose level was over 439 mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.